Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a neurosurgery procedure using a 9f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. A foot separation was observed. An attempt was made to remove the foot from the vessel; however, a computed tomography scan was performed but could not locate the foot. It remains in the vessel. Manual compression was used to achieve hemostasis. There was no reported adverse patient impact. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a neurosurgery procedure using a 9f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. A foot separation was observed. An attempt was made to remove the foot from the vessel; however, a computed tomography scan was performed but could not locate the foot. It remains in the vessel. Manual compression was used to achieve hemostasis. There was no reported adverse patient impact. Hospitalization was prolonged. Subsequent to previously filed report, additional information was received: it was reported there was no disturbance of flow noted in the artery. No additional information was provided.